Event description:
A distributor complaint was reported due to a cracked and unresponsive touchscreen on a customer's insulin pump. The customer did not confirm whether there was an impact on their blood glucose levels. Tandem technical support arranged for the pump to be replaced and confirmed the customer's shipping information. Additionally, they provided instructions for returning the malfunctioning pump but no information was given regarding the customer's backup insulin therapy.